Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens od. Approximately one week postoperatively, the pt complained of severe glare and halos and difficulty with night driving. The pt was prescribed alphagan, which resolves symptoms when used. Add'l info was requested from the implanting and referring physician, who report that the surgery was uneventful and there are no signs of pco and no capsular issues. The pt's prognosis is good and the symptoms resolve with alphagan once daily.

Manufacturer narrative:
Root cause: according to the physician, the reason for the glare/halos and night vision difficulty is unk.